Event description:
It was reported that the patient with this pacemaker experienced redness around the pulse generator pocket due to allergic reaction to titanium, the skin was not healing. Boston scientific technical services indicated that the accolade pacemaker product and ingevity product does contain titanium and provided a list of the materials used to make these devices. No further information is available. No additional adverse patient effects were reported. This device and lead remains in-service.

Event description:
It was reported that the patient with this pacemaker experienced redness around the pulse generator pocket due to allergic reaction to titanium, the skin was not healing. Boston scientific technical services indicated that the accolade pacemaker product and ingevity product does contain titanium and provided a list of the materials used to make these devices. No further information is available. No additional adverse patient effects were reported. This device and lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.